Event description:
The customer reported that a pt with a history of anti-k failed to react with cell # 1 (k+) using the ortho 0.8% surgiscreen lot# 8ss447 and mts anti-igg card lot# 042406001-02.

Manufacturer narrative:
The customer submitted only gel cards to mts for investigation. Sample was not submitted. However, testing performed at mts using retain and returned cards from mts anti-igg card lot # 042406001-02 and a known anti-k sample and 0.8% surgiscreen lot # 8ss447 (same lot used by the customer) showed positive (2+) reactivity with cell #1. The gel cards reacted as expected at mts. The customer's observation could not be verified. Mts is unable to explain the negative reactivity obtained with the sample at the customer site. Incident is isolated and most likely sample related. Labeling cautions the user as follows: optimal reaction conditions vary across antibody specificities. No single test method will detect all antibodies. In some low ionic strength test systems, certain antibodies, such as anti-e and anti-k, have been reported to be nonreactive. No death or serious injury was reported as a result of this event. The pt historical data prompted the customer to perform further investigation, preventing erroneous results from being reported. Nevertheless, if a significant antibody is not detected during antibody screening- or is not identified upon further testing, the pt may be transfused with antigen-positive blood and suffer a hemolytic transfusion reaction. The likelihood of a serious injury, while not frequent is not remote.